Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) disconnected sensors and retractor bands and reseated at the pyxibus module controller (pmc) board. In hardware test application, fse tested each half drawer and confirmed successful unlock and lock operations with no problem. The system functioned as intended after the field service engineer (fse) investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawers 2.1 and 2.2 did not open, and users reported that this was a recurring occurrence. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.